Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving a service code 110 (over voltage cleared no energy). The pt was provided with a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The high voltage converter would not turn on and charge up the capacitors, which would prevent a treatment. The cause of the convertor not turning on was a burned trace under capacitor c10, which was caused by a short in c10. The root cause of the shorted capacitor could not be positively identified but was likely random component failure. No adverse event resulted from the shorted c10 capacitor. The pt received a replacement monitor.